Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported the bd vacutainer® urine complete cup kit experienced under-fill or low draw. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the urine c&s vacutainer included in kit would not fill up. No harm to patient. Potential harm to staff, with bio-hazard exposure. The spec tube in the urine kit were not filling up, used 2 kits to try and both kits the spec tubes were not filling."

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® urine complete cup kit experienced under-fill or low draw. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the urine c&s vacutainer included in kit would not fill up. No harm to patient. Potential harm to staff, with bio-hazard exposure. The spec tube in the urine kit were not filling up, used 2 kits to try and both kits the spec tubes were not filling."